Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient experienced shocking sensations and bowel incontinence. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue.